Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient was walking through a mall and started "walking bad." It was stated that they checked the implantable neurostimulator (ins) later which showed ason, with the issue seeming to have resolved itself. No further complications are anticipated. The patient's indication for implant is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.